Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the air-in-line alarm. The device was operating out of specification with low fluid numbers. The low fluid numbers cause the pump to be more sensitive to air-in-line alarms and was caused by a failed ultrasonic sensor. The ultrasonic sensor was replaced.

Event description:
During baxter's functional testing of a spectrum pump, the device alarmed air-in-line. There was no patient involvement.